Manufacturer narrative:
(B)(4). The customer sample was not available for evaluation. The device history record for this product was reviewed and no incident was documented that could have caused this type of non-conformance. No reported non-conformances were found from review of the records, which included incoming and in-process inspection, non-conforming reports and manufacturing records. Inspection record for the raw material used to extrude the tubing was reviewed and certificate of analysis (coa) indicates that all test results were within specification limits, including tensile and tear tests. The lot number reported was manufactured on august 2, 2013. This is the first complaint received on this product code in the last 24 months. The root cause for the reported concern cannot be identified with the amount of information available. As preventive action, customers will be provided with a copy of the directions for use and the condition will continue to be monitored.

Event description:
At the end of the laparoscopic cholecystectomy a jackson-pratt drain was left in the right upper quadrant. Prior to discharge it was thought that the jackson-pratt drain had been removed. Several weeks postoperatively the patient complaint of abdominal pain. A CT done for the abdominal pain showed a 4-cm portion of the jackson-pratt drain in the pelvis. A second procedure was required to remove the 4-cm portion of the jackson-pratt drain.